Event description:
It was reported an external fluid leak was observed originating from an unspecified location of an unspecified u9000 ultrafilter during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.